Event description:
Info received indicates the bed will not send a nurse call.

Manufacturer narrative:
The technician found broken wires on the communication cable. The technician replaced the communication cable to repair the bed.